Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: - expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. - the root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.

Event description:
Reportedly, the home monitor remains off.